Event description:
It was reported that stent damage occurred. A 2.50x38mm promus element plus drug-eluting stent was selected for use. However, after opening the package, it was noted that the distal stent strut was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.